Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles of various sizes. Customer also reported noticing insulin between the o-rings occasionally. Troubleshooting was not performed as the incident was a past event. Customer was advised to call back during incident in order to troubleshoot for potential leaking. Customer's blood glucose was unknown. The reservoir will not be returned for analysis.